Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient presented for post-primary evaluations of the left knee on (B)(6) 2018. The patient complained of pain, "snapping, cracking, and popping" of the knee, swelling, and stiffness. X-ray images showed the components to be intact, aligned, and with no fractures. The physician indicated he suspected tibial tray loosening. There is no evidence of revision or intervention. Three depuy cement products were used during the primary operation. Doi: (B)(6) 2016. Doe: (B)(6) 2018, left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: update 24-feb-2021: the investigation was re-opened upon receipt of additional information. No device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot:a device history record (DHR) review was conducted. Product code 151650607, work order (B)(4) was manufactured on 07-apr-2016. (B)(4) parts were manufactured per specification and all raw materials met specification. Nr-0099319 is associated with this lot in relation to surface finish, however there is no correlation with the failure mode.